Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated remotely by a philips remote service engineer (rse). The rse informed the customer more work was required on the unit and product service engineer (pse) will contact them as soon as possible. The pse replace and installed front bezel assembly. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The user interface front assembly was returned for failure investigation. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer reported nav -ring failure. There was no patient involvement.